Manufacturer narrative:
Further investigation is pending.

Event description:
On 06/18/2009, the following information was received and learned: in 2007, a gore propaten vascular graft (propaten) was implanted in a female patient in the left forearm position for dialysis access. At about 2 months later, a thrombectomy of the left arteriovenous graft (avg) and revision using ptfe (manufacturer unknown) was performed. At approximately 10 days later, a thrombectomy of the left avg and revision with a new piece of propaten was performed. Three days later, a thrombectomy of the left avg was performed.